Event description:
The customer reported the unit was hard to switch to the stand-by mode, and the unit started to provide ventilation even supplying breathing from the stand-by mode, but the sensitivity was poor. There was no patient involvement. Upon a follow up, the customer reported that the issue was not duplicated. The unit passed all testing and was returned to service. No parts were returned. Based on information provided and/or service performed, the customer's alleged malfunction was not confirmed.

Manufacturer narrative:
(B)(6).